Event description:
It was reported, the pt was having difficulty recharging the ipg. X-rays were taken and revealed the position of he ipg was causing the charging issues. The ipg was positioned and all issues were resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.